Manufacturer narrative:
Company comment: the serious events of hypersensitivity and urticaria were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes a delayed-type hypersensitivity reaction to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. A repeated batch record review will be conducted to rule out a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a physician via a sales representative concerning a female patient of unknown age. The patient had no known history of allergies (to drugs, fillers or injections) and no history of autoimmune disease, eczema, or asthma. The patient had previously received treatment with revok50 and hyaluronic acid fillers (juvederm, redensity and belotero). She had also received botulinum toxin treatments with botox [botulinum toxin type a], dysport [botulinum toxin type a], xeomin [botulinum toxin type a] and letybo [botulinum toxin type a]. In addition, she had previously undergone a pdo thread procedure. According to the physician, the patient had not taken any new medications within the previous 1-2 weeks and had no recent intravenous drips, vitamin infusions, infections, or vaccinations. On (B)(6) 2026, the patient received treatment with sculptra (lot 5j3751, expiry date 30-jun-2028) to areas 1 and 2 of unknown location (unknown amount, injection technique and needle type). Sculptra was reconstituted with 8 ml of water for injection and 1 ml of lidocaine hydrochloride. Seven days post-treatment, on (B)(6) 2026, the patient started experiencing symptoms of urticaria (generalized hives). The onset was gradual, with progression to generalized involvement of the body. There patient had no associated angioedema, and no systemic symptoms were reported, including fever, joint pain, or respiratory involvement. On an unknown date in (B)(6) 2026, the patient required hospital admission for allergic (hypersensitivity) management. The patient received treatment with unspecified antihistamines and corticosteroids. Her vitals remained stable throughout, and she responded to treatment. Her condition was reported to be improving at the time of reporting. Outcome at the time of the report: urticaria (generalized hives) was recovering/resolving. Allergic was recovering/resolving.